Event description:
Technical services received a call on 07/23/2012 from sales rep. Lead implanted on (B)(6) 2006, lead was explanted due to advisory / recall. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).